Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had reverted to the setup mode. The pt indicated that the alleged meter issue started on two weeks earlier, at 11:00 am. As a result of the alleged issue, the pt administered self-care by taking an increased dose of diabetes medication. The pt reportedly took two pills of glipizide. On an unk date/time after the alleged issue began, the pt claimed that she developed symptoms of a headache, blurry vision, and not feeling well. The pt denied receiving medical intervention from a health care provider and was not tested on another device during the time of concern. It would have been helpful to know the following info: what date/time the symptoms developed, what actions the pt took before and after the symptoms started, what the pt's last blood glucose reading was before the reported meter issue began, and if the pt took increased dosages of his medication on a regular basis during the time of concern. The pt claimed that the alleged meter issue started after she had replaced the device's battery. According to the owner's manual, the meter's date/time might need to be updated if the battery is replaced/reseated. The meter, test strips, and control solution were replaced. In addition, it would have been helpful to know the pt's testing frequency and her diabetes mgmt regimens. Although it does not appear that the meter was working improperly, this complaint is being reported due to the following conclusion: the pt alleged that she developed symptoms that can be associated with hyperglycemia after the reported meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.